Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, unspecified vitamin b deficiency, headache, multiple allergies, vomiting, diarrhea, dizziness, vertigo, shortness of breath, bladder infection, low blood pressure and urine incontinence. Previously administered products included for an unreported indication: ocp. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), duloxetine hydrochloride (cymbalta), ethinylestradiol;etonogestrel (nuvaring), ferrous gluconate, gabapentin, methocarbamol and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), arthralgia ("joint pain") and dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2014, the patient experienced dental caries ("dental problems") and underwent tooth extraction ("dental problems"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain"), depression ("psychological orpsychiatric problems condition: depression"), anaemia ("blood or heart disorder/condition type: anemia") and mood swings ("psychological orpsychiatric problems condition: mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, depression, dental caries and weight increased was resolving, the heavy menstrual bleeding, vaginal haemorrhage, vaginal infection, dysmenorrhoea and dyspareunia had resolved and the anaemia, arthralgia, tooth extraction and mood swings outcome was unknown. The reporter considered anaemia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, mood swings, pelvic pain, tooth extraction, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: implant date: (B)(6) 2013. Right: there were three coils noted protruding into the uterus. Discrepancy noted as essure insertion date: 2014 discrepancy noted and removal date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remova essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, unspecified vitamin b deficiency, headache, multiple allergies, vomiting, diarrhea, dizziness, vertigo, shortness of breath, bladder infection and low blood pressure. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), duloxetine hydrochloride (cymbalta), ethinylestradiol;etonogestrel (nuvaring), ferrous gluconate, gabapentin, methocarbamol and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), arthralgia ("joint pain") and dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2014, the patient experienced dental caries ("dental problems") and underwent tooth extraction ("dental problems"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: mood swings"), anaemia ("blood or heart disorder/condition type: anemia") and mood swings ("psychological or psychiatric problems condition: mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, back pain, depression, dental caries and weight increased was resolving, the menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea and dyspareunia had resolved and the anaemia, arthralgia, tooth extraction and mood swings outcome was unknown. The reporter considered anaemia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, tooth extraction, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: implant date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: pfs and mr received : events added- abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: mood swings , blood or heart disorder/condition type: anemia , dental problems, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pelvic pain , back pain, depression, weight gain. Aka name added, reporter added, patient demographic added, essure insertion and removal date updated, events outcome updated,events onset date, events severity, concomitant drug, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.